Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Medical records were received and reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from corrosion and friction wear caused cobalt-chromium metal ions and particles to be released into blood and tissue, metal reaction along with fluid collection in the hip area. Update rec'd (B)(6) 2014- pfs and medical records received. After review of the medical records the primary operative note indicated a small superior fracture occurred at the rim of the acetabulum during the seating of the cup. A different kind of cup was used to prevent the fracture from spreading. An unknown cup is being added to the complaint. The revision operative note indicated there was corrosion the trunnion, but none on the sleeve. The revision operative note also indicated there was no metal debris. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.